Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,13,mtx,mg (tsvtwb13) was returned for investigation. Visual inspection of the as returned product identified moderate wear and debris about the implant threads and internal drive feature. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 3 and used for approximately 8 months. The returned x-ray shows the reported implant within the surgical site. No signs of infection could be verified from this image. DHR review was completed for the subject lot number (63340229). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2984) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (63340229) for similar event and 2 other complaints were identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (infection) or product (tsvtwb13). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. PMA/510(k) number: k101880.

Event description:
It was reported that an implant (tsvtwb13) was removed due to patient experiencing sinusitis and hearing loss in the right ear. Tooth location 3.